Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had redness and suspected infection at the lead site. An incision and drainage was performed and antibiotics were prescribed. A few days later, the physician decided to explant the lead and ipg as the culture result came back (B)(6). Infection was not device related.